Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 480 mg/dl and large ketones. The customer was admitted to the hospital. The contact believed the air bubbles in the tubing caused elevated bg. Customer was treated with intravenous fluids as well as manual injections and was released from the hospital on (B)(6) 2017. Reportedly, the supplies were changed.